Manufacturer narrative:
H3, h6: the shoulder, the product ID: asm0207-02, serial/lot: n/a, was returned to the manufacturer for analysis. In summary, it was impossible to adjust the brakes because the piston was not balanced (rubbing on the shoulder wall could be seen). As a result of an imbalance in the piston, a shift fault could occur when the brakes were too weak. Previously reported codes, b01, c07, and d01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a) select patient information cannot be provided due to regional privacy regulations. H6) multiple annex a codes were applied to capture this event. A0908 captures the inaccuracies while a0512 captures the shoulder shift. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0207-02, serial/lot: unknown. The system was serviced in the field. In summary, the shoulder was replaced and the firmware was updated. The lock/unlock sensor mechanism was adjusted as well as the front/back encoder readings. The front/back breaks were also adjusted. Codes b01, c07, and d01 are applicable. The product ID: asm0207-02, serial/lot: unknown was returned to the manufacturer and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a cervical spine procedure. It was reported that there was a shoulder shift.  The surgeon tried to take out the screw driver and moved the arm. The arm was sent to l3 left and the screw was not accurate, it was lateral. There was troubleshooting present. It was reported that the shoulder front break test tested at 6.5 kilograms/force (kg/f). It was attempted to be adjusted to 10kg/f, but it was impossible to adjust it as it always jumped to 16-18 kg/f. Additionally, there was hard movement when the break was released. There was no impact to patient's outcome, surgical delay was reported as less than one-hour, and medtronic imaging and navigation were reported to have been aborted. Additional information received from a manufacturer representative reported that for l4 right the depth in navigation was not accurate. Additional information received from a manufacturer representative reported that the guidance system was aborted to complete the procedure. Additional information received from a manufacturer representative reported that the case was completed freehand. L3 right was also inaccurate.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that trajectories were deviated less than 3.5 millimeters (mm).